Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation (discarded). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant products: freedom hip system constrained modular head p/n 14-107017 l/n 873660. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03472.

Event description:
It was reported that during an initial total hip procedure, two femoral heads did not fit properly on to the femoral stem. A third femoral head and new stem were used to complete the procedure. This resulted in approximately a 1 hour delay in procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause is attributed to surgeon misuse as the stem and head should not be used together as they are incompatible. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.